Manufacturer narrative:
Review of programming history.

Event description:
On (B)(6) 2013, this patient underwent explant without reimplant. The explanting facility discards after explant.

Event description:
On (B)(6) 2013, it was reported that this vns patient was referred for vns revision due to "bowstringing" of the lead that was limiting neck movement. The patient had done well with vns in the past. Attempts for additional information have been unsuccessful as physician's were unwilling to provide additional information; however, it was stated that this was the patient's second revision because the event had happened before. (The previous occurrence is captured in MFR report #1644487-2013-00256.) A review of in-house programming history shows that the patient's generator was disabled on (B)(6) 2009. Surgery is likely but has not taken place.